Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the instrument froze and would not open jaws or work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the staff looks over the instruments before the cases and noted no damage to the instrument. A robotic gastric sleeve procedure was in place and while sealing the stomach the issue occurred. The system did not fault. The jaws were stuck on tissue after 2 uses then froze. The instrument was closed to come out of the body. The mechanism was not used to open the instrument. No bleeding noted. They used another vessel sealer to resolve the issue. No injury to the patient. No photos or videos available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test 2 of 2 attempts. The instrument was fully functional. No product issue was identified. The complaint was not confirmed by failure analysis.